Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of blurry image is traced to component failure while the cause for residue marks on insertion tube could not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device was presenting a blurry image. Additionally, foreign material was present on insertion section. There was no patient involvement.